Event description:
It was reported that a patient underwent a small ventral hernia repair procedure on an unknown date and absorbable staples were used to fixate the mesh at 1cm intervals. The patient experienced intense pain beginning in the recovery room. The patient stayed in the hospital for approximately three days after the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.